Manufacturer narrative:
An event regarding surgery of left hip due to a fracture consequent to a fall involving a trident shell was reported. The event was not confirmed. Method and results: -device evaluation and results: not performed as the device was not returned for evaluation. -medical records received and evaluation: not performed as no medical records were received for review with a clinical consultant. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: the event relates to a query, the lawyers write: ¿ on (B)(6) 2008 mrs (B)(6) was recovered at the hospital of prato for a surgery at left hip due to a fracture consequent to a fall. In that occasion the implanted prosthesis was a trident-symax of stryker, demonstrated then to be defective, causing huge consequences for the patients¿ health¿. All records were provided to legal no further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
Lawyers reported on behalf of a patient and who died on (B)(6) 2016. The claim has been raised by the daughter. The letter reported that on( B)(6) 2008 the patient was recovered at the hospital for a surgery of the left hip due to a fracture consequent of a fall. In that occasion the implanted prosthesis was a trident-symax of stryker, demonstrated then to be defective, causing huge consequences for the patients¿ health.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Lawyers reported on behalf of a patient and who died on (B)(6) 2016. The claim has been raised by the daughter. The letter reported that on (B)(6) 2008 the patient was recovered at the hospital for a surgery of the left hip due to a fracture consequent of a fall. In that occasion the implanted prosthesis was a trident-symax of stryker, demonstrated then to be defective, causing huge consequences for the patients¿ health.